Event description:
Related manufacturer reference number:. 3006705815-2019-02305. It was reported that the patient had a lead revision due to lead migration. The old leads were explanted and new leads were implanted. Effective therapy was established post op.